Event description:
"Overheats" was given as the reason for repair. On follow up it was found that the attachment was used for a short time during surgery, then began to heat up. It was removed from the surgical suite. There was no impact to the pt.